Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that the pt's spouse was changing him from batteries to the power base unit (bsu). She switched the white connection first, and then as she was switching the black connection she noted a "burning smell" coming from the white power lead and the controller started to alarm (continuous audio-red battery and "low voltage"). She put both connections back to the battery clips, and noticed while doing so that the system controller white side of the cable was very hot, both on the controller side and the cable side. The alarm stopped and the cables returned to room temperature while on battery power. It was determined that most likely, the cause would be the white power cord. When connecting the system controller, the white connections data was being read to the large monitor however, as soon as the second battery was removed while connecting the black side the pump stopped with a red-heart alarm and the monitor blanked out. Immediately the pt was put back on batteries. A controller self-test did not show any problems. Another attempt was made in first switching the black connection followed by the white connection. Again when the second battery was disconnected the pump stopped and red-heart alarmed. They were going to switch his controller but they did not have an extra one. After the vad coord discussed the situation with the MFR they went back to the hosp and got two controllers and a pbu and went back to pt's house. When attempting to connect the pt to the new pbu with a new cord the same problem with the red-heart alarm and hot connection occurred. The vad coord immediately placed the pt back on batteries but this time the controller continued to alarm with a red-heart and the pump went into fail-safe mode. They quickly changed his controller. This resolved all problems. The hosp staff left the pt and his spouse with a new pbu, power cord, and and extra controller. The pt received no harm during the entire process. The pt remains stable and on lvad support.